Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor or needle was still attached and customer state that they did not receive medical treatment as a result of the needle fracturing while still in the body. The customer¿s blood glucose was unknown at the time of incident. The customer state that introducer needle was hard to remove. The sensor will not be returned for analysis.